Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, the cutter was rotating but the tissue effect was not as desired as if the cutter was dulling. The device was replaced with a second device and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 11/30/2007. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatches 2210968-2007-01095, 2210968-2007-001097. The same patient is represented in each medwatch.